Event description:
Note: this report is one of two that pertain to the same event (MFR report # 3005099803-2012-01861 and MFR. Report # 3005099803-2012-01887). It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit (specific type unknown) and a lynx suprapubic sling system were used during a procedure performed on (B)(6) 2011. According to the complainant, the patient experienced complications, but the specifics are unknown. All other information is unknown and reportedly unavailable.